Manufacturer narrative:
The device was received and evaluated at the service center. The reported complaint that the device had no reaction when triggering was confirmed. It was found that there was a short in the motor cable and the motor stops intermittently. The motor cable was replaced to correct the identified failure. The device was cleaned, repaired and found to be fully functional. The short in the motor cable is the root cause of the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the short. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, during an unknown procedure, the micro tornado handpiece had no reaction when triggering, the speed still appears on the display. No patient consequence and no surgical delayed reported. No additional information provided. This report is for one (1) micro tornado hp w hand-control. This is report 1 of 1 for (B)(4).